Event description:
(B)(4).

Manufacturer narrative:
Our field svc engineer has been on site and started investigation. Info about replaced parts has been sought. A supplemental medwatch will be provided after investigation. (B)(4).